Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion error which was not reproduced. Downstream occlusion error were verified through a review of the event history log and found during a visual inspection to be caused by a chipped downstream tubing guide. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion error during testing. The event happened in biomed service department. There was no patient involvement. No additional information is available.